Manufacturer narrative:
Date sent to the FDA: 9/14/2020. H6 patient code: 3191 - mesh eventration. Additional b5 narrative: it was reported that the patient experienced hernia "recurrence" and mesh eventration following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/21/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted wide-mouth eventration that encompassed the majority of the previous mesh. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.